Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose. The customer¿s blood glucose level was 27 mmol/l. It was reported that the customer had issues with a new sensor and an old sensor. The customer stated a new sensor and it lost communication right away and he had not able to get the sensor connect. The device will not be returned for the analysis.